Event description:
Same case as MDR# 2134265-2012-03794. Reportable based on analysis completed on (B)(6) 2012. It was reported that during prep for a rotational atherectomy procedure, a guide wire kink occurred. The 99% stenosed target lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr onto the 330cm rotawire guide wire and resistance was encountered and the guide wire kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that the rotawire guide wire fracture is consistent with having interaction with the burr.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated my manufacturer: visual examination of the returned rotablator plus unit noted no issues. No visual issues were noted with the returned unit. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connection during the connection of the device. An attempt was made to guide wire the returned burr unit. Resistance was met in the annulus of the burr. The burr was microscopically examined and was found misshapen. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).